Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# j0537529v, implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A patient reported that the implant she had for 10 years never really worked. The patient reported shocking and jolting. The patient noted that an x-ray found the lead was completely pulled away from the unit. The implantable neurostimulator was replaced in 2015. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Information omitted about patient programmer going through batteries too quickly as it is captured in (B)(4). Information omitted about symptom return and stim in the foot as it captured in (B)(4). Information omitted about ins accidently turning off as it is captured in (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.